Event description:
Litigation alleges that patient has experienced pain, groin pain, and stiffness. Patient's hip pain continued to worsen considerably and significantly impaired ability to walk, sit, drive and even sleep. This combined with patient's increased metal ion levels, resulted in pain and suffering.update rec¿d 12/4/2014 - medical records received. Dob updated. Upon revision, significant scar tissue and 150 ml of fluid with mily white material were noted. The stem and sleeve are being added to the complaint. The stem remained in situ.this complaint was updated on: 12/23/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)